Event description:
The lay user / patient contacted animas alleging that his pump displays highlighted item and is scrolling and will not stop. It had occurred in the past; however, was intermittent and would stop when he rebooted his pump. Patient stated also stated that his am bolus was canceled by the pump. Patient was aware to go on back up plan as pump not able to be used. Patient had not noticed any issue with buttons feeling different. Denies any keypad changes or peeling. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was found to be hypersensitive during testing, responded to the slightest touch and was found to be misaligned when the keypad cover was removed. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was no evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged.